Event description:
An end user called in and stated she noted bleeding, open peristomal skin at the 6 o'clock positon.

Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated she is using duoderm on her peristomal skin breakdown as directed by her enterostomal therapy nurse. The end user went on to state the opening of her stoma is at skin level. It was stated that samples would be sent to the end user. No additional patient/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.